Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the lvas and no further related issues have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report #2916596-2017-02201 for the previous report of gastrointestinal bleed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 81 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was treated and stabilized in the emergency department of an outside facility due to recurrent gastrointestinal (gi) bleed. The patient was not admitted overnight. The patient was then transferred to the implanting center on (B)(6) 2017 for care. The patient was transfused at the outside facility and did not receive further treatment at the implanting center. The patient was on the anticoagulant warfarin at the time of the event. The patient had workup for gi bleeding recent to the event including scopes due to recurrent gi bleeding. No additional scope were completed. Due to the recurrent gi bleeding issue, the patient had been gradually weaned from anticoagulants. On (B)(6) 2017 it was reported that all anticoagulation had been discontinued and the patient had a lower inr goal. The patient was not taking aspirin. The gi bleed was resolved at time of discharge on (B)(6) 2017.